Manufacturer narrative:
H6: methods code: communication/interviews (4111). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, quality control data, and specifications. One device was returned for investigation. Inspection of the returned device confirmed the catheter was returned in used condition. No visible damage was noted on the catheter. A function test was performed by inflating the balloon with tap water. A leak was observed from the distal sideport. Lumen communication within the stylet lumen caused the device to leak. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Instructions for use (IFU) warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The device was returned for evaluation. Visual examination confirmed the catheter was received in used condition. There was no visible damage on the catheter. A function test was performed by inflating the balloon with tap water, and a leak was observed from the distal sideport. Lumen communication within the stylet lumen was determined to be the cause of the leakage. The complaint was confirmed based on customer testimony and evaluation of the returned device. A definitive cause for the lumen communication could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 23oct2019.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during treatment of postpartum hemorrhage following a c-section procedure, a bakri tamponade balloon catheter was attempted to be placed. Following uterine contraction therapy with hemabate, the blood loss volume reached 1000ml, and the bakri was placed inside of the patient. After placement, leaking of the device was noted. The operator removed the device and discovered the leakage was from the device drainage port. Another new same type device was used to achieve hemostasis. No adverse events have been reported as a result of the alleged malfunction.